Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance measurements have been rising since last year. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.